Event description:
A cartridge change error was reported with the pump, which was still under warranty. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Despite following various troubleshooting steps, such as inspecting the o-ring and cleaning the pneumatic tap area, the pump could not successfully load a cartridge, even after attempting with multiple new cartridges. Consequently, technical support decided to replace the pump. The customer opted to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. The faulty pump was instructed to be returned using a pre-paid label within 10 days, and the customer was advised on how to put the pump into storage mode before the return.